Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a failure of the camera system 20212020-020 / sn: (B)(6). During use. It was confirmed that the operation was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section b5 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information was received on feb. 17, 2026. The customer has confirmed that the camera system did not experience the reported error during patient use, but that the image disturbance/malfunction was noticed by users during a device check.